Manufacturer narrative:
Follow up report completed for evaluation for reportability concludes that this event is reportable. Per the device investigation results, the product is not manufactured by implant direct. This complaint will be forwarded to the FDA.

Manufacturer narrative:
Brand name: asku and model number: asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss of implant to integrate.